Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device locking mechanism did not function and the locking ring was moved so the attachment could not be mounted on the handpiece. It was also observed that the initial test could not be completed completely because the attachment did not fit on the handle. It was further determined that the device failed pretest for air pump assessment, noise assessment, temperature assessment, rotational speed assessment, direction control assessment, safety check assessment, cutter assessment and attachment assessment. It was noted in the service order that the device could not clip the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.